Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Patient was admitted on due to cerebral infarction and respiratory failure. The patient was unable to be weaned from the ventilator in a short period and underwent percutaneous tracheostomy on (B)(6), with cuff inflation for fixation, and a slow leak of the cuff was observed. The cause of the problem was air leakage at the extended end of the cuff. It can continue to be used after sealing with a transparent dressing and waiting to replace after the sinus formation.